Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds one day post implant. A lead revision was subsequently performed, and it was noted that the lead had migrated. Several attempts were made to reposition the lead; however, adequate thresholds could not be obtained. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut was noted in the lead insulation, 212 millimeters (mm) from the terminal pin. Bodily fluid was noted in the outer insulation due to the cut. The helix was extended and dried bodily fluid was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout electrical testing were within normal limits. The lead did not pass pressure testing due to the cut in the insulation. Also the lead did not pass helix testing, noted to most likely be due to bodily fluid in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.